Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the distal portion of an embolization coil implant caught on the microcatheter. The implant detached unexpectedly when it was attempted to withdraw it. The coil was removed in its entirety along with the microcatheter and an aspiration syringe. There was no patient injury or intervention.